Event description:
The non-preloaded monofocal intraocular lens (iol) in the patient¿s left eye was reportedly exchanged for an unspecified reason following its initial implantation. The replacement iol was a johnson & johnson model of the same type, but with a different diopter power (zcb00, 23.0). No additional information was available.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 & a6: unknown/ requested but not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted